Event description:
It was reported to philips that the host pc had a memory problem, which could prevent the whole system from booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. After reviewing log, fse found post errors on host pc from unknown memory module. Upon troubleshooting it is indicated that one of the modules was defective. To resolve the problem, the fse re-analysed the host pc using the fco tool, re seated the dimms. Due to manufacturing issues, the dimm may not function as intended, leading to issues with the system's functionality. Philips has initiated a medical device correction (z-1156-2024). After implementing, the system was returned to use in good working order. The codes were updated based on the investigation outcome.